Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of back pain ("lumbar pain on right side") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dizziness ("dizziness"), hot flush ("hot flushes") and migraine ("migraines"). The patient was treated with morphine sulfate (skenan) and surgery (essure removal under general anaesthesia by salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, nausea, dizziness, hot flush and migraine was resolving. The reporter provided no causality assessment for back pain, dizziness, hot flush, migraine and nausea with essure. The reporter commented: patient has been fitted with only one essure on right side on (B)(6) 2010. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.